Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that during a follow-up, the autocapture evoked response and polarization was reported as being unstable. Intermittent loss of ventricular capture was also reported. The next week, the ventricular thresholds were unstable. The device was subsequently replaced.